Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the gear wheel was stripped due to which the implant cannot be extracted entirely and it spins. It was noticed intraoperatively. Procedure was completed successfully without any surgical delay. No patient impact and implant was placed as planned. This report is for one (1) holding+distraction instr f/ecd. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the holding+distraction instr f/ecd was returned and received at us cq. Upon visual inspection, the teeth on the gear were observed to be stripped. No other issues were identified with the returned device. Functional test: a complete functional test could not be performed as the device was returned by itself. Performed on the returned device. A partial functional test was performed on the device and the device was operating smoothly without any resistance. The components of the device were able to be assembled and disassembled without any issues. However, the stripped gear component could have caused the complaint condition. Can the complaint be replicated with the returned device(s)? No, as the device was returned by itself. Dimensional inspection: complaint relevant dimensional analysis could not be performed due to the device geometry and post-manufacturing damage. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: se_043769 rev. E/d no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint can be confirmed for the returned device. A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 397.127 lot # l817813 manufacturing site:hägendorf release to warehouse date: 10. April 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch ==> null device history review ==> null